Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 21mg/dl. Cause was not known. Customer was treated with an injection to address the bg; the customer could not recall what type of injection. Customer was discharged from the ER the same day with no permanent damage. System check was performed by tandem technical support and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.